Event description:
It was reported that during device change out due to eri, externalized conductors were observed. No electrical anomalies were found. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned for analysis cut in two pieces. An internal abrasion was found at 9.6cm to 10.1cm from the distal tip. The etfe coating was intact at this location. The returned pieces tested normally for electric continuity.